Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing frequent "wireless connection error". When the error occurred, it did not allow user to proceed with the use of pump. The only way to clear the error was to physically remove the top hat and re-attach it. Reporter verified that there were no insulation rubber tips left on the pins. There was unknown patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-05647. Please reference file mrn 3012307300-2024-05748 for all details pertinent to this event.